Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge had been inaccurate. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 130-140 units of insulin during the load sequence. Reportedly, the customer continued to use the pump and had manual injections available as alternate insulin therapy. Customer¿s blood glucose level was 120-220 mg/dl.